Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or under sizing of the vessel. There was no device malfunction reported during the index procedure indicating the stent was successfully and properly implanted. It was reported that intravascular ultrasound (ivus) was performed and revealed the middle of the 2.5x28mm xience v stent was not fully expanded. It should be noted that the xience v instructions for use (IFU) states that all efforts should be taken to assure that the stent is not under dilated. If the deployed stent size is still inadequate with respect to the vessel diameter, or if full contact with the vessel wall is not achieved, a larger balloon may be used to expand the stent further. The stent may be further expanded using a low profile, high pressure, and non-compliant balloon catheter. If this is required, the stented segment should be re-crossed carefully with a prolapsed guide wire to avoid dislodging the stent. The balloon should be centered within the stent and should not extend outside of the stented region. Additionally, the IFU also states: do not exceed the rated burst pressure (rbp). The inflation above rbp does not appear to have contributed to the reported difficulty to deploy (mal apposed stent). The need for additional post dilatation is not necessarily and indication of a product quality deficiency and may have been related to the patient anatomical conditions. The lot history record review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. All stent delivery systems are visually inspected and leak tested prior to packaging. Additionally, a sampling of units from every lot is destructively tested prior to release to verify stent deployment dimensions, as well as, stent uniformity of expansion. Although a conclusive cause for the reported difficulty to deploy (stent apposition) can not be determined, that additional therapy/ non-surgical treatment appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency.

Event description:
It was reported that after deployment of the xience stent in the distal circumflex artery, the stent was noted on intervascular ultrasound (ivus) to be incompletely expanded in the mid-section. Several post-dilatations were required before the stent was fully apposed to the vessel wall. Approximately 13 months after the xience stent implantation, the patient was hospitalized for a left cerebral infarction which is not considered related to the coronary stent or procedure. The patient was treated and discharged 17 days later. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the lot history record for the reported lot was performed and did not reveal any associated nonconforming material records that would have contributed to the reported complaint. A query of the complaint-handling database was performed and no other incidents have been reported for difficulty to deploy for this lot.

Manufacturer narrative:
(B)(4).